Event description:
It was reported the device exhibited a "cassette not connected properly, reinsert cassette" message. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found the device to be a worn condition, a bubbled dso gasket, and a broken display. Functional testing was able to verify and duplicate the reported problem. It was determined that the dso sensor was the root cause. The dso sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.